Event description:
It was reported during primary knee, when rep opened tibia baseplate, he noticed an extra piece in the package, doctor then used another one.

Manufacturer narrative:
An event a regading a fragment of metal within the packaging of a triathlon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device and metal fragment confirmed the event. Mar concluded that the metal fragment was not consistent with the material composition of the device. Visual inspection: the device was returned with a thin metal fragment approximately 0.875 in x 0.1875 in. Material analysis was conducted on 22-july-2015 and found that the metal fragment was consistent with a 400 series stainless steel. No packaging or labels were returned with the device and metal fragment. Further investigation regarding this finding will be conducted and documented in nc pr medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Nc pr was issued on 27-january-2016 for the metal fragment that was packaged with the device. Further investigation will be conducted and documented in the nc record.

Event description:
It was reported during primary knee, when rep opened tibia baseplate, he noticed an extra piece in the package, doctor then used another one.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.